Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it was hard to read the screen on the device. Customer's blood glucose was unknown. No troubleshooting was performed and it's unclear if the customer can't see the screen due to damage or if the print is too small. The customer is not returning the device for analysis.